Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: a (B)(6) female experienced a fall and sustained an injury to the right hip. Pt was implanted with a pfna ii nail and blade on an unk date. X-rays were taken, pre-op, post-op and approx one week after implantation. It was discovered the blade migrated through the femoral neck and required medical/surgical intervention on an unk date: hardware was removed. No further info is available. This is 1 of 2 reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was rec'd. The investigation is on-going.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing records were reviewed and no complaint related issues were found. Expiration date: date corrected from 01/02/2021 to 02/01/2021. Device manufacture date corrected from 02/03/2011 to 03/02/2011.